Event description:
It was reported to philips that the system failed to boot up completely. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the device was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system on site and confirmed that system failed to start up completely. Review of the system log file confirmed the malfunction as the host-pc could not connect to the flexvision-pc. To resolve the issue, fse replaced the flexvision pc, reloaded the operating system, frame grabber cards, and application software. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.